Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of getting shock from the implantable cardioverter defibrillator. Upon interrogation of the device, it was found in backup operation with no defibrillation support and there were no evidence of any shock therapy delivered. It was determined that the device was at end-of-service. The patient was in stable condition at the time of the interrogation and later left the hospital. No medical intervention was reported.